Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc leaked. The following information was provided by the initial reporter: on (B)(6), 2020, when preparing to place the indwelling needle for the patient, it was found that the indwelling needle leaked during exhaust, which could not be used normally. The patient should stop using the indwelling needle, replace a new indwelling needle, and report adverse events of medical devices.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. Leakage test the 2 retained samples, all passed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc leaked. The following information was provided by the initial reporter: on (B)(6) 2020, when preparing to place the indwelling needle for the patient, it was found that the indwelling needle leaked during exhaust, which could not be used normally. The patient should stop using the indwelling needle, replace a new indwelling needle, and report adverse events of medical devices.